Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed skin irritations under the lifevest. The patient sought treatment from his doctor, and was advised to remove the lifevest until healed. Follow up indicated the patient's rash was improving.